Event description:
The user facility reported that the physician was deploying the angio-seal and connected the device to the angio-seal sheath and heard the 2 clicks, suggesting that the anchor had been set, however, when he pulled back by the sheath hub the entire device came out and the anchor was not protruding from the end of the sheath. The collagen was still inside the sheath as well. The anchor never deployed out of the sheath. Manual pressure was held, and the patient was stable and recovered normally. The procedure was a success. The estimated blood loss was less than 250cc. Additional information was received on 10 oct 2022: the type of procedure performed was a peripheral arterial disease treatment using a 6fr procedural sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. Occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the mated hemostasis sheath and carrier tube, arteriotomy locator and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was mated to the carrier tube assembly and was set to the fully rear-locked position. The distal tip of the sheath was found to have been intentionally cut open in order to verify the presence of the anchor. No other damage or deformation was identified on the device. Functional testing was unable to be performed properly due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined, but the likely cause could be an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed properly due to the condition of the returned device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).